Event description:
The following information was reported to gore: on (B)(6) 2023, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the celiac artery during a fenestrated endovascular aortic repair. Access was gained through the superficial femoral artery. After the vbx device was advanced through an 8.5 french oscor deflectable tip sheath, over a 0.035" tad ii guidewire, there were difficulties inserting the vbx device all the way through the gate of the branch. The physician then attempted to withdrawal the vbx device through the introducer sheath. However, the proximal end of the vbx device had become stuck on the introducer sheath and dislodged from the delivery catheter. The vbx device was subsequently ballooned, and deployed, partially in the branch, with no patient defects. An additional vbx device was successfully deployed in the celiac artery to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.